Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the device will not turn on due to the printed circuit board (pcb) being out of specification. It was also noted that the keypad was scratched, the upper case, lower case, and side bail covers were broken, the battery drawer was contaminated and the battery contacts were compressed.

Event description:
It was reported the epg (external pulse generator) will not turn on. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.